Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels (275-450 mg/dl). Customer stated they were unsure the cause for elevated bg levels. Customer delivered a correction bolus and manual injections to bring bg levels back to target range. System check with tandem technical support was performed and the pump was functioning as intended. Recommendation was made for customer to discuss diabetes management with their health care professional.